Event description:
Eight days post implant, the patient reported that their ears were ¿ringing off the hook¿, that they were receiving inappropriate shocks and that they were holding their chest then ¿easing it off¿. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.